Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication was not appearing on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication was not appearing on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication not populating on 1 station. The technical support specialist dialed into the server via securelink and logged on to pes to check the sync status for station. The last download and upload were current with no delay. The tss then dialed into station and retrieved the data synchronized logs from file transfer on bomgar. No errors were found in the latest logs. The customer confirmed that the issue was no longer present and acknowledged the closure of the case. The system functioned as intended after technical support specialist verified the issue.